Event description:
Caller reported a temperature alarm triggered while the pump was charging. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin therapy.